Manufacturer narrative:
Date rec¿d by MFR: 30jun2019. The manufacturer¿s field service engineer (fse) confirmed the reported touch screen issue. The manufacturer¿s field service engineer (fse) replaced the touch screen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a touchscreen failure. There was no patient harm.

Manufacturer narrative:
G4: 25mar2020. B4: 30mar2020. The touchscreen assembly was returned to failure investigation for evaluation. The visual inspection did not show signs of contamination or damage. The touchscreen assembly was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.